Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited noise oversensing and pacing inhibition. No intervention was done. There were no patient conseqeunces.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5145784.